Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pc stucked on blue screen. A field service engineer launched into safe mode with networking and rolled back update to resolve this issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe was unable to restart. The customer reported that the ciisafe was unable to access and the computer gave an error message as not being able to restart correctly. The customer stated that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.